Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown liner ¿ unknown part and lot; 00771100900 ¿ m/l taper stem ¿ 60921281; 00625006520 ¿ bone screw ¿ 60897257; unknown biolox head ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00949, 0001822565 - 2021 - 00951, 0002648920 - 2021 - 00231.

Event description:
It was reported that patient underwent a right hip revision approximately 11 years post implantation. Subsequently, the patient reports experiencing pain and discomfort after an unknown amount of time post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.